Manufacturer narrative:
No sample has been returned for evaluation for the report of actuation failure during surgery; therefore, the condition of the product could not be verified. A digital versatile disc (dvd) with one video was received and reviewed by the manufacturing site. It is unable to be determined from the provided video whether or not the probe stopped actuating during surgery. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned by the customer and no lot information was provided, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe actuation failed during a procedure. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm.